Event description:
The customer reported that the patient sustained a second degree burn on her left thigh and that the burn was discovered after the completion of a truncus arteriosus repair procedure. A macrolyte premie single dispersive electrode, recommended to use for patients below 5 kg, was placed on the patient's left thigh prior to the procedure. The esu electrosurgical unit manufactured by valleylab was set at coagulate 15 blend mode and cutting 8 at spray mode. Prior to placing the diathermy pad, the expiry date of the pack was inspected and the patient skin was assessed, it was dry and without scar. The electrosurgical pencil used was manufactured by megadyne. Half way into the surgery, the surgeon commented that the pencil was not functioning well. The circulating nurse changed the electrosurgical pencil and the esu machine with another valleylab esu. However, the macrolyte premie single dispersive electrode was not re-inspected and/or replaced. After the device switching, the pencil returned to expected usage. Further into the surgery the surgeon required the settings on the esu to increase to a coag of 25. At the end of the surgery when the circulating nurse removed the pad, it was noticed that the dispersive electrode was burned through the foam material on both the anterior and posterior surface of the pad and a burn on the patient left thigh was also observed at that time. The burn was described as a second degree burn covering one percent of the body surface area of the patient. The patient was admitted to the picu (pediatric intensive care unit) after the surgery. At one week postop, the burn assessment was changed to third degree burn due to muscle involvement. Treatment of the burn includes eod dressing, clean the wound with dermacyn and cover the wound with jelonet and hydrofilm. To date there has been no additional information received regarding (B)(6) 2014, but that it depends on condition of the patient.

Manufacturer narrative:
One (1) "used" macrolyte premie single dispersive electrode (catalog #440-2400) and three (3) unused stock samples from the same lot # were returned to conmed corporation for evaluation. Laboratory examination revealed the dispersive electrode was returned with the pad stuck on the outside of the original packaging. Removal of the pad for inspection was difficult and some of the foam backing was lost. The pad exhibited a small (3mm - 4mm) burn mark on the outside of the foam wrap around the wire/staple assembly. The burn mark was seen on both the gel side and the foam backing side. Removal of the foam wrap revealed wire/staple connection exhibited heat affected and oxidized. The wire was loose and the staple was burned away. Unused stock samples of the same lot devices were also examined in the laboratory and no physical damage was observed on all three (3) returned devices. However, the gel line was observed to be in the wire/staple assembly area as found in the complaint device. Evaluation of similar complaints revealed that when the gel of the device makes contact with the staples, over time corrosion to the staples can occur. When the dispersive electrode is used, electrical resistance caused by the corrosion build-up can result in heat build up between the staple and foil contact surface and can lead to, in some cases, burning of the foam of the device. As a result of this finding, a CAPA was initiated to address the root cause and a recall of the macrolyte premie dispersive electrodes was also initiated on 08-may-2014, for product lots produced from 27-apr-2012 thru 7-jan-2014. This device falls into the lots identified in the may recall letter. The end-user facility involved in this incident received their macrolyte premie dispersive electrodes through a distributor in (B)(4). The recall letter was sent out to the distributors and end-users on 08-may-2014. In this instance, it is not known whether this end-user facility did or did not receive the recall letter from the distributor or whether or not the end-user chose not to follow the recall instruction by returning the devices to the distributor/manufacturer. On 30-dec-2014 a copy of the recall letter was resent to the attention of the acting nurse manager of the operating room at this user facility. This device was manufactured on 01-nov-2013. Of the lot containing twelve hundred (B)(4) units, there were no other similar complaints received. A two (2) year review of complaint history for this device showed three (3) reports of "burned" received. However, of these three (3) reports, two (2) previous complaints involved burning of the dispersive electrode pads (at the staple/wire connection) with no "burn" to the patients or serious injuries occurring. Therefore, this reported incident of "burn to the patient" is an isolated event. During this same two (2) year time period, over (B)(4) units were sold worldwide, making the occurrence rate for the failure mode of burned patient, (B)(4) percent. Conmed macrolyte premie dispersive electrodes are designed for use with electrosurgical generators during electrosurgery and provide a path for rf energy produced at the active electrode to return to the generator. This dispersive electrode is intended for use on low-birth weight infants, weighing less than 5.0kg and should only be used by, or under the supervision of, a trained physician, in hospital and surgical centers where procedures using rf energies are performed. To reduce the risk of patient injury the IFU, instructions for use, provides the following warnings: - the recommended application site on infants weighing less than 5.0kg is on the infant's back, inferior to the shoulder blades and superior to the sacrum. Clinical circumstances may require consideration of alternative sites, and in these circumstances consideration of maximum patient contact and minimum current levels are mandatory. - always use the lowest power settings to achieve desired surgical effect. - difficulty in achieving cutting or coagulation energies requires evaluation. Stop. Do not proceed or increase power settings until you have checked all components of the electrosurgical circuit including the active electrode and its cable, the patient, dispersive electrode adherence and integrity and the electrical generator and its connectors. Indiscriminate power increase may result in patient burns.